Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: a visual inspection of the pump revealed visible moisture corrosion on the display. A leak test revealed a display lens leak. The pump¿s cover was removed and no moisture was observed inside the pump. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was observed behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.